Event description:
The info provided to sjm indicated a patient underwent mitral valve replacement with a 33mm sjm masters series valve (model: 33mj-501, serial: unknown). The valve was implanted using a running suture technique; with no reinforcing sutures. On (B)(6) 2014, the valve was explanted due to the sutures coming apart. The physician believed calcification on the aortic wall was rubbing against the sutures causing them to come apart. The valve was replaced with 35mm sjm masters series valve (model: 35mj-501, serial: (B)(4)). The patient is reported to be stable and the physician stated that the valve was not the cause of this event.